Event description:
Patient was scheduled to have a vitrectomy with laser. When the laser was turned on to do the initial testing as error code appeared on the screen. Trouble shooting with the assistance from technical support was unsuccessful. Surgery was completed without injury to the patient.